Event description:
On (B)(6) 2012, the patient underwent treatment of a descending thoracic aneurysm with a conformable gore tag thoracic endoprosthesis. On (B)(6) 2012, the patient presented to the hospital with pain. A CT scan showed an aortic dissection proximal to the thoracic endograft. On (B)(6) 2012, follow-up CT showed possible infarcts of the spleen and right kidney. It is reportedly unknown what caused the infarcts. On (B)(6) 2012, imaging also showed a pseudoaneurysm 5 cm proximal to the device. The patient was taken to the operating room the same day where an additional conformable gore tag device was implanted proximal to the first device. Imaging showed a proximal type I endoleak (cause unknown), so a tgu343410 was implanted for proximal extension. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root causes of the dissection, pseudoaneurysm, and infarcts are unknown. Refer to medwatch #2017233-2012-00754 for the information on the gore tag thoracic endoprosthesis involved in this event.